Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary it cannot be repaired because it is an accessory. A new replacement was carried out.

Event description:
The of-g11 does not fit on the scope. The screw thread is defective. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us. If additional information becomes available, a supplemental report will be filed with the new information.